Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure, light headedness and their heart rate was 'in the 40s and in the 80s' and that this information was not seen on the implantable pulse generator (ipg) report. The device remains in use. No further patient complications have been reported as a result of this event.